Event description:
Site reported superdimension ilogic system navigation issues. The superdimension portion of the case was canceled and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
No product was returned for evaluation. A review of the DHR for the system found no anomalies. Out of an abundance of caution, superdimension is filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.